Event description:
Following a turbinate reduction, the pt was observed by the surgeon to have unilateral papillary dilation, ptosis and diplopia. The pt was put on steroids. Subsequently, the pt had a mr/CT scan. Eleven days after the event the surgeon reported that the status of the pt is unchanged. The surgeon also informed arthrocare that the pt was hospitalized for five days following the initial surgery. As of 33 days after the event, the current status of the pt is unk.